Manufacturer narrative:
The device is not returned as the image came up with no error message after troubleshooting. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and troubleshooting. Correction is being made by adding value to d10. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. Customer only mentioned that when and as the issue of the b30 error message occurs they reach out to olympus for troubleshooting. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, or unevenness. During troubleshooting, after cleaning and inspecting the inside of the endoscope and the output connector of device, and reconnecting the connecting cable, the image came up with no error message. Since the device was functional after troubleshooting, the communication failure with the endoscope occurred due to the attachment of foreign objects such as liquid and dust to the electrical contact part and the connection failure of the connecting cable, and that the b30 was observed. The instructions for use includes the following statements that can prevent the b30 (scope communication error) error: b30 error occurs and the image flickers before the image disappears. Mainly due to poor contact points of damaged and rusty sockets poor contact point of damaged and rusty socket (b30 error occurred) the instruction manual describes that the video connector should be connected in a well-dried state including the electrical contact part. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the scopes were getting a b30 scope communication error message from the device. With troubleshooting, the customer cleaned the scope connector contacts of the device. When tested again, the device yielded no error message with the image being available. There is no reported harm to any patient.